Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the user found the distal lumen of the catheter was torn at the luer hub during placement. The catheter was seemingly torn in the luer hub and came out of the hub. Therefore, the catheter was removed and replaced with a new one. No health injury to the patient occurred.

Event description:
It was reported that the user found the distal lumen of the catheter was torn at the luer hub during placement. The catheter was seemingly torn in the luer hub and came out of the hub. Therefore, the catheter was removed and replaced with a new one. No health injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter for evaluation. Signs-of-use in the form of biological material was observed on the catheter body and in all the extension lines. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. The point of separation appeared rough and jagged indicating that undue force likely caused or contributed to this event. Additionally, a portion of the extension line was still inside the luer hub. The outer diameter measured 2.15 mm, which is within the specification limits of 2.13-2.21 mm per the distal extension line extrusion graphic. The inner diameter measured 1.49, which is within the specification limits of 1.42-1.50mm per the distal extension line extrusion graphic. A manual tug test confirmed that the proximal and medial extension lines were secure within the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. Additionally, a portion of the extension line was still inside the luer hub. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.